Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The programmer passed all functional and systems tests with no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the programmer was displaying a programmer overheated message. The programmer is expected to be returned to the manufacturer. There was no patient involvement.

Event description:
It was reported that the programmer was displaying a programmer overheated message. The programmer was returned to the manufacturer. There was no patient involvement. It was further reported that no complications occurred to the operator of this programmer as a result this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.